Event description:
The international philips field service engineer (fse) reported a touchscreen was misaligned and could not be calibrated during preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the international philips field service engineer (fse) and confirmed the reported issue. The fse replaced the touchscreen. The unit was functionally tested and successfully passed all tests. The unit was returned to service. No other anomalies were reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
Upon further investigation, it was reported that the touchscreen issue was found by a philips technician while performing the test 3: controls test during the performance verification test (pvt). This means that the technician was able to perform other tests prior to discovering this failure. Therefore, this does not meet the reportability criteria.